Manufacturer narrative:
Product complaint #: (B)(4). Evaluation: a top foil, an empty labeled winding former, a detached needle and a dispensed suture of product were returned for analysis. During the visual inspection of detached needle, the swage and attachment area were as expected. The barrel hole was examined under magnification and remnant suture was noted. The suture end is severely damaged, resulting in a clip off defect. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause of the performance: breakage suture suggest a clip off defect.. This defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a unknown otolaryngology-head and neck procedure on (B)(6) 2018, and suture was used. The suture broke during use. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.